Event description:
It was reported that the customer received a message from the pump requesting a minimum of 50 units and was unable to complete the load process. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.